Event description:
It was reported that the rha450 lift is worn , no serial number. Wanted parts expedited because he said the patient was injured and when I asked him how, he said he doesn't know and he doesn't think they are injured. Would not give any other information.